Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, while selecting certain medications to dispense, the machine said, "med in failed unit". Tried to troubleshoot but shown error message that "duplicate access". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, while selecting certain medications to dispense, the machine said, "med in failed unit". Tried to troubleshoot but shown error message that "duplicate access". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed a "med in failed unit" error due to a duplicate address conflict. A field service engineer found that all cubies showed duplicate addresses despite reseating connections and replacing the row board cable. After rebooting, pockets were released one by one during recovery, with each release confirmed by selecting "yes" when prompted after a failure entry. This process cleared the failures and allowed users to reload medications successfully. The system functioned as intended after the field service engineer repaired the device.